Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of failed upstream sensor which was not reproduced. Upstream occlusion alarms were confirmed through review of the event history log. During a physical inspection of the device, continuity was found on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a failed upstream sensor. It was also reported there was no patient injury.